Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stomach resection in a laparoscopic gastrectomy, surgeon was able to press the green button but the handle could not be squeezed when the firing was attempted, so the firing could not be performed. A new product was used to resolve the issue. There was no patient injury.